Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported via legal notification: a male patient had an initial right knee arthroplasty on (B)(6) 2020, and then underwent revision surgery on (B)(6) 2022, approximately 2 years after implant procedure. Revision surgery operative report of (B)(6) 2022-failed right knee arthroplasty secondary to aseptic loosening and poly wear. Obese bmi 37-the duration of the procedure was increased by approximately 40%, due to patient size, this increased complexity and difficulty of surgical procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: d1/d2a/d2b, d4, h4, h6 MDR section codes updated/corrected: b the reason for the revision reported was likely the result of prosthesis wear and femoral loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.